Manufacturer narrative:
The customer reported this event to the FDA through medwatch # (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink duo-vent secondary medication set leaked. The patient was receiving chemotherapy through the secondary line ¿per standard chemotherapy administration¿. Once the chemotherapy was finished, the nurse removed the clamp from the primary line and began infusing standard IV (intravenous) fluid (saline). At that time, the nurse noticed that the primary IV tubing (with the saline) was leaking above the IV pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was received in a bag contaminated with a blood. A visual inspection of the actual sample was performed using the naked eye, however, it was not possible to observe the reported condition through the bag. Functional testing was not performed due to the nature of the sample. The reported condition could not be verified on the actual sample. A companion sample was also returned for evaluation. A visual inspection of the companion sample was performed using the naked eye with no issues identified. Functional testing was performed with no issues noted. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.